Event description:
The pt had a ventral hernia repair and permacol was placed directly against the bowel. The surgeon subsequntly reported that he saw some stool in the pt's drains which led him to believe that the permacol implant had eroded through the pt's bowel. Upon surgical exploration, the surgeon found that permacol had fragmented and was breaking down. The permacol was explanted.

Manufacturer narrative:
Following a review of the device history record for 06b19-1 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns.